Event description:
It was reported that the patient presented for device change-out. The patient was lost to follow-up. Fluoroscopy revealed that the right atrial (ra) lead had fallen, and the right ventricular (rv) lead had pulled back. Both leads were capped and replaced on (B)(6) 2026. The patient was in stable condition with no adverse health consequences.